Event description:
Additional information received that a device changeout was done. This pacemaker was explanted due to normal battery depletion (nbd) and the ra lead was surgically abandoned and replaced due to the clinical observations noted. This pacemaker is no longer in service and will be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2,000 ohms on right atrial (ra) lead along with intermittent sensing, low p-wave amplitude and loss of capture (loc) that resulted in less than two seconds of asystole. These clinical observations were due to lead fracture. Further, the pacemaker device was at elective replacement indicator (eri) and the physician planned to replace the lead at device changeout. Additional information received indicates that the lead fracture was not conclusively determined. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. . Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
--